Manufacturer narrative:
Analysis and results: there are two previous complaints of this code-batch, one of them regarding the same issue and closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three open samples contaminated (rests of blood) with the needle detached from the thread. Threads are not wound on the pack. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.60 kgf in average and 0.48 kgf in minimum and fulfilled the requirements of the (B)(4) (requirements: 0.23 kgf in average and 0.11 kgf in minimum) nevertheless, taking into account the defective samples received and that there is one previous confirmed complaint, we consider this case as confirmed as well. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the (B)(4)/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needles are missing. There is no patient involvement. No further information has been received.